Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis noted no anomalies were observed. The reported complaint of decreased impedances could not be verified during the analysis. The device passed the electrical tests performed. This is the final report.

Manufacturer narrative:
Due diligence attempts to obtain additional information regarding explant details were unsuccessful. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was sliced near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The device was returned for unknown reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced decreased performance.